Event description:
It was reported the patient had surgery 5 months prior to report to replace the wires that broke when he was jumped by two gentlemen that tried to steal from him. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37603, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator. Product ID 7482a95, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 37603, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator. Product ID 3389s-40, lot# v856680, implanted: 2012-(B)(6), product type lead. Product ID 7482a95, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3389s-40, lot# v856680, implanted: 2012-(B)(6), product type lead. Product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).